Event description:
A ventilator was returned to a (B)(6) center for evaluation. There was no harm or injury reported. During the evaluation of the device at a (B)(6) center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.